Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient experiencing acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. When repositioning the impella cp the sterile sleeve ripped and was taped by the physician. There was no adverse effect to the patient as a result of this event. Additional information noted the patient became critically ill and remained on impella support. The decision was made to withdraw care, and the patient expired while on support. Medical safety review of the event noted there is not enough information to associate use of impella device with the patient's demise.

Manufacturer narrative:
The investigation for product damage (sterile sleeve damage has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.